Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fibers tip was damaged at 141,109 joules of use. The procedure was completed using a second fiber. Patient outcome: "fine" - no injury was reported. Gland volume: 39 ml. Time expended: 26:36 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber/glass cap exhibits contamination, likely biologic; the heat shrink tubing exhibits melting at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.